Event description:
It was reported the patient has been experiencing overstimulation whether stimulation is on or off. It was also reported the patient has been experiencing numbness in her face. Allegedly, her lead has migrated. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.